Event description:
It was reported that vessel perforation occurred. On (B)(6) 2010, ablation was performed. The target lesion was located in the severely calcified left main coronary artery. A 1.50mm rotalink¿ plus was advanced to treat the lesion. Ablation was performed four times with the speed of 160,000 to 180,000 rpm and was slowed down by 5,000 to 8,000 rpm; however, oozing was noted and the ostium of the left anterior descending artery was damaged. After a while, oozing was stopped and no additional treatment was performed. "Physician¿s comment for the cause of the oozing [was] during ablation, ostium of lad was damaged, [and] there was no related with the complaint device." The device was removed from the patient without problem. The patient's status was stable and was discharged from the hospital a week after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).